Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a corneal burn during a cataract extraction procedure. The customer believes the corneal burn is a result of receiving a "finer" light purple sleeve in their custom pak. The customer stated the custom pak usually comes with a dark purple sleeve and not the light purple sleeve.